Manufacturer narrative:
The product associated with this reported event was not returned for examination. X-rays were not available for examination. Review of the device history manufacturing and material records did not reveal any anomalies. The investigation could not verify the reported event or draw any conclusions about the root cause of the reported instrument breakage based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. CAPA (B)(4) was previously initiated to further investigate the breakage of (B)(4) pw q drill pins. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Drill bit broke, and approximately 1 of it was left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.